Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the device leaked during use.

Manufacturer narrative:
(B)(4). The customer returned one used 3-lumen catheter. Visual inspection was performed and the distal extension line was found to be torn near the juncture hub. The tear was microscopically examined and determined to have been caused by contact with a sharp object. A device history record (DHR) review could not be performed as no lot number was provided. The instructions-for-use (IFU) that are packaged with this product caution against altering the length of the catheter, using the catheter body and extension lines as securement sites, and using scissors to remove dressings to minimize the risk of damage to the catheter. The customer reported issue of the extension line leaking was confirmed during the sample investigation. Visual inspection was performed on the returned catheter and the distal extension line was found to have been cut. The probable cause of this issue is operational context, therefore no additional action shall be taken at this time.

Event description:
The customer alleges that the device leaked during use.